Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. The cause of peritonitis, treatment, hospitalization and patient outcome were not reported. Pd therapy was ongoing. No additional information could be provided because the reporter declined follow-up.

Manufacturer narrative:
Date of event: the peritonitis event occurred on an unreported date in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.